Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Physician was concerned about the device pacing on a t-wave. Device interrogation revealed that the atrial lead was failing to capture and sense at max sensitivity. The lead was programmed off. Patient was stable throughout event.